Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this pacemaker exhibited oversensing of noise causing pacing inhibition on the right ventricular channel. No changes have been made at this time and the pacemaker remains in service. The patient reported feeling dizzy but there were no adverse patient effects were reported.